Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was unknown. Customer stated that she has had 6 bad sites. She has put them in her body and she would get insulin flow block and then when she takes them out they bleed. The insulin pump will not be returned for analysis.